Event description:
Endostitch suture broke off in patient and surgeon closed incision. The charge nurse was notified and spoke with surgeon regarding broken suture. An xray was taken. The surgeon talked to the radiologist and was informed of the location of the broken suture. The surgeon then decided to perform a diagnostic laparoscopic procedure and was able to remove broken suture. All pieces of suture and applicator were saved and sent to clinical engineer. Items will be returned to the manufacturer for failure analysis. The patient faced no complications post op from the event. Per site reporter; we are awaiting a reply from manufacturer. The device will be returned for failure analysis.